Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient failed to adapt and could not tolerate lens. The lens was explanted in a secondary procedure and replaced with a monofocal intraocular lens approximately 9 months after the initial procedure. Additional information received and stated that there was no patient harm.

Manufacturer narrative:
The lens was returned in a clear liquid inside a small glass container. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that in the surgeon's opinion, there was no quality issue with the lens that caused or contributed to the event. It was indicated that ¿patient unable to neuro adapt to intraocular lens." The multifocal lens was exchanged for a non-company monofocal intraocular lens. Due to the exchange of a multifocal lens to a monofocal lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).